Event description:
An impella 5.5 was placed for support of a patient suffering from cardiomyopathy. The user facility reported that the purge was leaking close to the purge sidearm after 18 days of support. Purge sidearm bypass was discussed and instruction given. There were no reports of patient harm. The patient was bridged to transplant.

Manufacturer narrative:
The investigation into the reported high purge flow and purge leak was completed. The device was not returned for evaluation. Based on the clinical account the root cause of the purge sidearm damage is most likely the use of bicarbonate weakening the plastic of the yellow luer. The root cause of the purge leak was sidearm yellow luer damage as a result of bicarbonate weakening the plastic. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.